Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 9534759/19549329.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and will not be returned.